Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.